Event description:
Surgeon was performing t10 to ilium fusion with uss dual opening and could not get the nut to thread on top of the screw for the left ilium. He stripped out several nuts and screws trying to get one to hold and bent one hook and screw holder. All broken pieces removed and more than 30 minutes delay and procedure completed successfully. Report 10 of 14 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Sex: female. DHR review found no relevant issues that would result in this product complaint. Manufacture eval- damage in the thread near the front, the flange and edges of the 12 points of the nut. The anodize finish has been removed from that section of the thread and the front of the flange outside diameter. This is not manufacture related. Because of the returned condition of the nut, not all relevant features can be verified. Product design event evaluation: the set contains instruments to help persuade/bend the rods to accommodate a wide variety of surgical instances and patient anatomy. Since there is not enough information concerning the placement of the rod during the procedure, this complaint is a deemed indeterminate from a design perspective. Correction awareness date 05/10/2013.

Manufacturer narrative:
This device used for treatment and not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the design evaluation report states that the surgeon had difficulty engaging the nuts on the uss screws while seating the rods with the collars. This may have been due to the rod not being fully seated in the screw. If the nut is not placed proper aligned with the mating pedicle screw threads, cross-threading can occur damaging the screw and nut. (B)(4)